Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated the stimulator has not worked for several months. The patient stated therapy has not worked for more than half of the time she has been implanted. The patient stated "it doesn't send any stimulation" the patient clarified that there is no difference with stim on or off regarding her pain. The patient saw the hcp in (B)(6) 2021 and hcp thinks it is the ins and the manufacturer representative (rep) thinks the issue is the leads -the patient stated there is a miscommunication between the rep and the hcp and she wants there to be an appt with the three of them to discuss next steps. The patient was redirected to their healthcare provider to further address the issue. Additional information from the patient stated that the device stopped providing stimulation. Manufacturer rep eventually met with the pt to reprogram. This happened several times. No reason at this time. Rep believes its the leads, hcp believes it the device implanted computer. No steps have been taken as of (B)(6) 2022. A revision is to be scheduled at some (illegible). Unknown date. The pt is awaiting a response to correct the situation. Patient provided their weight information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.